Manufacturer narrative:
Date received by manufacturer: 09-oct-2019. Date of report: 09-oct2-019. New information confirms there was unintentional user error and not a product issue. The user did not have the batteries properly plugged in. The customer retuned the replacement batteries and confirmed no product malfunction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported (defect on arrival) defoa-battery issue. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported (defect on arrival) defoa-battery issue. The device was not in use at the time of the reported event; therefore, there was no patient involvement.